Event description:
It was reported that the scheduled transmissions from the implantable cardioverter defibrillator (ICD) were not being received. The patient was instructed to do a manual transmission and received an observation of "wireless telemetry no longer available". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was noted that the wireless telemetry no longer available message was noted in quick look observations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.